Manufacturer narrative:
Results: the 3maxc began to stretch approximately 134.5 cm and fractured approximately 136.0 cm from the hub. The marker band was not present on the distal tip of the fractured distal segment. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched and fractured. If the device is forcefully retracted against resistance, damage such as stretching may occur. Further retraction of the stretched device against resistance, damage such as a fracture may occur. The root cause of resistance could not be determine. The ace60 identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 to m3 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt a strong resistance while advancing the 3maxc coaxially with a penumbra system ace 60 reperfusion catheter (ace60). However, the physician pushed against the resistance and was able to advance the 3maxc and the ace60 to the target location and perform aspiration. After aspirating, the physician felt a strong resistance again while retracting the 3maxc. Upon removal of the 3maxc, the physician found that the distal end of the 3maxc had fractured and was almost completely broken off. There were no 3maxc fragments remaining inside the patient's body. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2018-02240. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 to m3 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt a strong resistance while advancing the 3maxc coaxially with a penumbra system ace 60 reperfusion catheter (ace60). However, the physician pushed against the resistance and was able to advance the 3maxc and the ace60 to the target location and perform aspiration. After aspirating, the physician felt a strong resistance again while retracting the 3maxc. Upon removal of the 3maxc, the physician found that the distal end of the 3maxc had fractured, however, there were no 3maxc fragments remaining inside the patient's body. The procedure was completed using a new 3maxc and the same ace60. There was no report of an adverse effect to the patient.